Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device exhibited loss of capture due to high thresholds. Upon device repositioning attempt, its helix detached from the tissue due to insufficient fixation. It was then observed that the helix had sprung. The device was not used, and a new one was implanted. There were no patient consequences.